Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise causing inappropriate mode switch and noise reversion episodes. No intervention was completed. The patient was stable and will continue to be monitored.